Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited one episode of noise reversion. No intervention was performed. The clinic will continue to monitor the patient. The patient was in stable condition.